Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a touch screen malfunction; the touch screen cannot be re-calibrated. The customer reported there was no patient involvement.